Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted, reducing mr to a grade of 1-2. Roughly five months later, the patient returned to the hospital. Echocardiography showed mr had increased to a grade of 4. It was noted the two clips were stable and the physician attributed the recurrent mr to a progression of disease. However, a left to right shunt was observed through an atrial septal defect (asd) from the first procedure. On (B)(6) 2024, a second mitraclip procedure was attempted to be performed. However, during access of the asd and prior to inserting any of the mitraclip devices, the patient¿s blood pressure dropped and became asystole for a moment. The patient was stabilized, and the physician decided to discontinue the procedure. No mitraclip devices were inserted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event is estimated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.